Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing scale markings. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe the scale markings were missing. The following information was provided by the initial reporter, translated from chinese to english: phase: when unpacking. Defect; no scale marks on pipe wall. Quantity: 1. Effects: no other adverse effects on patients.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing scale markings was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing scale markings was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing scale markings. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe the scale markings were missing. The following information was provided by the initial reporter, translated from chinese to english: phase: when unpacking; defect; no scale marks on pipe wall; quantity: (B)(4); effects: no other adverse effects on patients.